Manufacturer narrative:
Concomitant medical product: 5554 lead, implanted on: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had deteriorated over time. It was reported that the rv lead exhibited low impedance and later high thresholds were observed. "Film" damage on the lead was suspected. High thresholds also persisted post repositioning and reprogramming occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.